Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. Proximal segment returned and analyzed. Additional observations of distal conductor cut, distal conductor blood/body fluid (not obstructed), outer insulation torn, outer insulation cosmetic depression and apparent explant damage. (B)(4): no anomalies found. Full lead returned and analyzed. Additional observation of distal conductor blood/body fluid (not obstructed).

Event description:
It was reported that the chronic left ventricular (lv) lead had increasing and high impedance and high threshold. It was further reported that when the pocket was opened for the lead revision it was discovered that the lead was wrapped around another lead and had broken in half. This lv lead could not be removed so it was cut and capped. The vein chosen for the new lv lead had to be venoplasties but the lead was too large and could not be successfully placed due to patient anatomy. It was removed and replaced. No patient complications have been reported as a result of this event.